Event description:
The customer reported a vent inop 9003 occurrence; flow sensor failure. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. No reported of patient involvement / harm.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.